Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 bd discardit¿ ii syringes had foreign matter in them. The following information was provided by the initial reporter: "foreign particles/flocculation in the syringe, strong streaks."